Event description:
The customer received a questionable ise indirect gen.2 result for one patient sample from the cobas 6000 c (501) module. Of the data provided, only the results for sodium were discrepant. The initial result was 85 mmol/l and the repeat result on another cobas 6000 c (501) module was 139 mmol/l. The erroneous result was not reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He checked the sample and reagent probe alignments, performed mechanism checks, checked the rinse mechanism dispense and evacuation, and checked the gear pump and air pressures. All were acceptable. The customer ran ise qc and all results met specifications. The investigation did not identify a product problem. The cause of the event could not be determined.